Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Corrective action: an internal CAPA has been initiated to evaluate reports of elevated rwbcs related to plasma line occlusions.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate the possibility that the plasma line may have been partially occluded during a portion of the run. The occlusion of the plasma line causes the plasma line to no longer contribute to the platelet pump, which in turn causes the flow through the lrs chamber to be higher than the system expects. This can cause wbcs to escape the lrs chamber and end up in the product bag. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.